Event description:
Reporter alleged blood glucose measured 174 mg/dl at 9:32 am back to back with a result of 75 mg/dl at 9:37 am. It was stated customer drank some orange juice as a result, however, no other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.